Event description:
The customer reported that her insulin pump did reset every time she attempted to bolus. The caller stated that the screen turns dark and does not allow her to see the numbers when she programs a bolus. The customer stated that she has not gotten any unusual alarms, but she can not see the screen. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display while the display started processing as a result of a faulty component on the motherboard.